Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient stated the device never really worked for her (has to run to the bathroom a dozen different times). Patient stated she has a pulsing in her vagina / down her leg. Patient also stated she felt a shocking running up and down the upper part of her leg. Patient noted pain / twitching in her feet. Patient has always been set to a low level (0.3) and she has been unable to increase since it caused her pain (constant throbbing and annoyance). Patient stated she has been very sensitive from the beginning. Patient stated she feels uncomfortable pulsing when she laid down or sat in a chair (but not when standing). Patient stated she feels pressure on her ins when she sleeps. Patient stated she felt this twice (once on the sit opposite her ins, one on the same side but not directly on the ins). Patient stated the symptoms did not worsen after both falls. Patient stated she met with hcp / nurse for reprogramming but issue persisted. There were no further patient complications are anticipated or expected as a result of this event.